Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was charging too often (about every 2 days). This was different than before. The patient used to go about 2 weeks before having to charge the implantable neurostimulator the patient has recently been reprogrammed or switched to a new group and has had to increase parameters. There were no previous overdischarge events reported. It was reported that 3 electrodes were greater than 10 ,000 ohms. The patient¿s implantable neurostimulator has been shutting off by itself starting about 6-8 months prior to the report. The patient noted that the implantable neurostimulator has been shutting off during physical activity like riding his motorcycle, lying down, and sleeping. The manufacturer representative was able to reprogram around the high impedances and the patient was receiving sufficient stimulation. The patient had been seeing a call your doctor screen, but he could not recall the specific code seen. He seemed to associate this error with the event of the stimulation shutting off on its own. The patient recently started increasing the stimulation ¿halfway on the bar¿ which suggests that he is using group adjust. The patient does not know the exact voltage used for times with the higher settings. The manufacturer representative interrogated the device with the following results: group impedance values for c1 at 2.40 volts, 450 pulse width, and 60 hertz was 695 ohms. Group impedance values for c2 at 2.70 volts, 450 pulse width, and 60 hertz was 777 ohms. The typical charge duration was 1.6 hours and 2.4 day interval. The typical couple was 8. The patient charged on (B)(6) 2018 to 100%. The patient charged on (B)(6) 2018 for 0.6 hours up to 50% and 2.2 hours up to 75%. (B)(6) 2018 for 1.7 hours up to 50%. (B)(6) 2018 for 0.8 hours up to 50%. (B)(6) 2018 for 0 hours up to 50%. The manufacturer representative ran recharge calculation based on the patient¿s parameters and the recharge beginning of life was about 16 days and end of life was about 15 days. When stimulation was increased to 5.0 volts, the recharge days significantly dropped to about 6 and 5 days respectively. The patient has an appointment to see the physician on (B)(6) 2018 regarding the recharging issues and high impedances. The physician already knows and has suggested a replacement. The patient was experiencing pain down their right hip to past his knee. The sensation goes away immediately after removing the recharger. The charging issues started about 6-8 months prior to the report at the same time that he started needing higher stimulation for his pain. There were no further complications reported.